Event description:
It was reported that during a lap cholecystectomy procedure, the clips came out crooked and some of them were not closed completely. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).